Event description:
It was reported that surgeon did a revision of patient's painful ceramic hip - revised with restoration modular and tritanium revision cup.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown liner. Additional devices listed in this report: unknown trident shell; unknown ceramic head; unknown accolade stem. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding pain, etiology unknown, leading to revision involving a trident alumina insert was reported. The event was not confirmed. Visual inspection noted metal transfer marks on the rim of the articulating surface of the ceramic liner. This damage is likely from the revision process. A material analysis noted fretting on the trunnion against the alumina head. A device history review confirmed all devices were manufactured and accepted into finished goods with no reported discrepancies. A complaint history review confirmed no similar events for the reported lot. The exact cause of the event could not be determined because of a lack of information. While fretting was noted on the trunnion of the stem, the correlation between these findings and the reported pain can not determined. No device specific failure modes were identified with the shell. Further information such as patient medical records and x-rays are needed to complete the investigation for determining the root cause.

Event description:
It was reported that surgeon did a revision of patient's painful ceramic hip - revised with restoration modular and tritanium revision cup.